Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to an open r46 resistor on the c/a board. The resistor was cracked. The root cause for the damaged resistor could not be positively identified. No adverse event resulted from the defective monitor.